Manufacturer narrative:
Carefusion complaint #: (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "vent inop" alarm. The turbine pressure transducer failed at 60 cmh2o. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the component. An evaluation of the component duplicated the reported issue and isolated the issue to a failed transducer.